Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after two dental implants were installed in intraoral regions #3 and #4, it was verified their non-osseointegration. Immediate load was not executed. The patient presented bone type IV and bone graft was executed.